Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated, my teeth are starting to get an open bite in the back. I'm having jaw pain and cannot bite down properly. If I relax my jaw, it feels like my teeth are hitting in the front and my bite started feeling off around step 5. I was on 8, but took them out, due to my jaw hurting. I sent the video through that link. My dentist told me, that I'm starting to get an open bite and that will not go away if I keep using them. I have developed tmj in the process. And I'm done.